Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: flat creases, delamination of valve, wear abrasion and white particles in the shell. A leak test and microscopic analysis were performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: total delamination of the valve (adhesive failure). Additional, changed, and/or corrected data.